Manufacturer narrative:
Follow-up # 2 ¿ (7/11/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 6/28/2013 and 7/3/2013, respectively, with the following findings:the test strips were evaluated and found to have exceeded shelf life. Instructions for use indicate test strips must be used prior the expiration date. No product analysis is required. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow up #1 (05/31/2013)-device evaluation: the test strips involved with this complaint have been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the test strips were found to have misuse. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed on (B)(4) 2013. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch basic enhanced meter read inaccurately low compared to her feelings/ normal blood glucose results. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013. The patient reported various blood glucose results including "89, 54, 41, 57, 43, 58, 82, 72, 66 and 85 mg/dl" with the subject meter. The patient manages her diabetes with metformin pills and insulin (type/ amount not specified). It is not known if the patient made changes to her usual management routine at the time of the alleged issue. An hour after, the patient claimed she felt a symptom of blurry vision. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient was educated about using expired test strips when testing. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.